Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a coronary intervention, during deflation, there was blood coming back into the indeflator syringe. After balloon removal from the anatomy, it was observed that the balloon was torn. Another balloon was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 1354 labeled internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak and torn material were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.